Manufacturer narrative:
One used catheter was returned for review. Visual inspection confirmed that the catheter tubing was separated/detached close to the hub and that the strain relief was missing from the catheter. The exact root cause is unable to be determined with the confidence; however, the cause is possibly related to rough movement from the patient or clinician during use. No manufacturing issues were noted.

Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
5 days catheter placement in the body, the catheter shaft was detached from the female lure connector (hub). In the afternoon, blood leak was found at the puncture site, at first. Then, it was found that the catheter shaft was detached from the lure connector and the catheter shaft was left in the body. After that, the catheter shaft was retrieved by a procedure.